Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge using internal handles. Complainant indicated that the device was able to discharge on the third attempt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and associated paddle set and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Evaluation of the device history log provides evidence of the customer's report with multiple "poor pad contact" messages. This occurs when the device does not recognize a viable patient impedance. Review of the device history log indicates that the device was able to discharge when a valid impedance was detected and when the discharge buttons on the handles were pressed. The device was recertified and returned to the customer. No trend is associated with reports of this type.